Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, a steerable guide catheter would not hold the column when introducing the dilator. Air bubbles were observed within the device. Troubleshooting was performed but was unsuccessful. Device was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.